Manufacturer narrative:
The patient was treated with antibiotics which were successful in healing the infection.

Event description:
Boston scientific received information that this patient was diagnosed with an infection at the implant site.